Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient felt a tingle sensation in their neck and behind ear during palpating. The patient was to call the surgeon for a follow up appointment and possible CT scan to determine open or short circuit. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.